Event description:
I had surgery for hernia repair in which the kugel mesh patch was installed lot #43lqd203. It was a one day thing. On two days later, we had to call an ambulance & I was re admitted to albert einstein as the mesh became infected. On five days later, I was operated to have the mesh removed. They also had to perform a small bowel resection with repair of the fistula. Dates of use: 2007. Diagnosis or reason for use: incisional hernia repair.